Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion and prime tests. The pump was received with stuck in motor error alarm loop during bolus basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer had motor position encoder error alarm. The customer's blood glucose level was 189 mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.